Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 3 months post implant of this 21mm bioprosthetic aortic valve, the patient was evaluated for a transcatheter valve-in-valve replacement due to severe insufficiency. The patient was determined to not be a candidate for transcatheter valve replacement. No known intervention has occurred. No adverse patient effects were reported. Additional information was received that approximately 7 years and 7 months post implant of this 21mm bioprosthetic aortic valve, the valve was explanted and replaced with a 21mm valve of a different model due to severe insufficiency. No additional adverse patient effects were reported.